Event description:
During a lung volume reduction the tct75 reload and tlc75 did not function properly after the second and third reload. One layer of bovine buttressing material was used. Several gia's were used with difficulty. The case was completed with an ees instrument. There was no consequence to the pt. 12/30/96 1005 message and 800 # left for md call back. 1/2/97 -nncl sent.